Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: inventory operations manager. H3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tip of an open-end ureteral catheter broke while being inserted into the scope. The device did not make patient contact. No harm to the patient has been reported. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of kaiser tysons corner mc reported on (B)(6) 2023 that there was an incident with an open-end ureteral catheter [rpn: 020015, lot number 15425660]. The clinical staff reported the tip broke while they were putting the open-end catheter in the scope. The device did not make patient contact, and no adverse effects for the patient were reported. Multiple attempts were made to get additional information about the event, but no response was received. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One open-end ureteral catheter was returned with an open pouch labelled with lot 15425660. The catheter was returned in two pieces. The proximal segment measures 39.2 cm and the distal segment 29.2 cm. It appears a small section of the catheter tubing is missing that includes an ink mark between 25 ink marks and 30 ink mark. The points of separations have a pinched appearance, the tubing of the catheter is smashed & pinched in places and there are cracks in the tubing near the smashed locations. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15425660 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The device was supplied with IFU t_urecat_rev1 which includes the following: precautions avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a specific cause of the complaint cannot be established; its not possible to rule out an inadvertent handing error or other devices used in the procedure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.